Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a chemosafelock bag spike where the customer reported that the device leaked at the connection between a bag spike and an infusion line which was observed after use. The sample is not contaminated with blood or body fluid. There was no reported impact of event on patient. There was no reported impact on medical institution worker. There was unknown patient involvement but no patient harm. The event was not detected prior to direct patient use. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention were required. The device was changed out/replaced with no further problems encountered. The customer returned the actual device to terumo for evaluation, which was connected to a 100ml saline bottle. The individual package and a chemosafe infusion set were also returned. Liquid flow was checked under gravity after connected the sample to our in-house saline bag and the returned chemosafe infusion set. As a result, leakage was confirmed at the back of clips of chemosafe lock connector. After changed, the sample to terumo's in-house kl-bs001u3, liquid flow check was performed under gravity. Leakage was not observed. CT inspection was performed on the connection part between the sample and kl-msu3. Deformed conduit and a gap between the conduit and seal part was observed. The event occurred during infusion of pemetrexed. Chemosafelock infusion set was the identified mating device.

Manufacturer narrative:
A series of photos were shared by the customer, from a CT inspection of "actual sample" and "good sample" where a deformed spike is observed. In another photo, the set is observed to be connected with a mating device and a leak coming from the connection is observed.one used. List #kl-bs001u3, chemosafelock bag spike and an unknown, chemolock injector were returned for evaluation as a mating device, no physical damage or anomalies were observed. The sample was primed with the returned mating device and standalone and a leak was observed. The returned chemoport was cut, and a deformed spike was observed. Complaint of leakage can be confirmed. The probable cause is due to a deformation on spike happening due to a conveyer damage during molding process in manufacturing. Lot history review was performed and no commodities, discrepancy or nonconformances were identified that might lead the condition reported by the customer.